Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR #s 1810909-2021-00180, 1810909-2021-00182 and 1810909-2021-00183.

Event description:
An advocate called on behalf of her daughter to report that they performed blood glucose test with their contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate. Since the strip information provided by the advocate is not associated with the event, this report will be submitted under the meter information.